Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, can connection status) was due to bent pins in the trunk cable, causing the belt to not pass detect and treat testing. The root cause for the bent pins was excessive force. The belt is designed to meet the mechanical requirements of (B)(4). There was no adverse event that resulted from the damaged belt.